Event description:
The patient was initially operated on (B)(6) 2019. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: awareness date of previous report (follow up 1) was reported as (B)(4) 2019 but should have been (B)(4) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. Additional product codes hwc, ktt. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient was riding his bike (noncompliant) and was hit by a car. The 3.5 tibial plate was badly bent after being hit by the car. The fracture lost alignment and reduction after the plate was bent. The plate and screws were removed, and a 4.5 lcp plate was implanted. There was no malfunction of the screws and they were easily removed. The patient is currently being evaluated by psychiatry as the initial injury is thought to be an attempted suicide. It is unknown if there was a surgical delay. Procedure outcome is unknown. Patient consequence is unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# 6). This report is for one (1) 3.5mm lcp plate 10 holes 137mm. This is report 1 of 1 for (B)(4).